Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced damage to the infusion set tubing event on (B)(6) 2023. The infusion sets had each been in use for approximately one hour or less. The events occurred over six separate incidents between (B)(6) 2023 and (B)(6) 2023. No further information available.

Manufacturer narrative:
(B)(4) - device 1 of 6. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA) /FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: this investigation has been updated because the malfunction code changed from , which requires additional activities not included in the original investigation dated 11-dec-2023 the original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on (B)(6) 2026 against lot number 6001797 and similar malfunction codes: tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched), leak - tubing damage - significant / extensive. The review confirmed that lot 6001797 and the identified failure mode are not associated with any non-conformance report (ncrs) or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on (B)(6) 2026 against lot number criteria equal 6001797 and similar malfunction codes: tubing is damaged (e.g. Kinked, deformed, twisted, collapsed or pinched), leak - tubing damage - significant / extensive the number of complaint is 1. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6001797 was manufactured according to work instruction (wi) version 67 and manufactured in the inset 05 line on 17/jun/2023 with a total of (B)(4) units. The sub-assembly: gluing tubing lot 3f02524 was manufactured according to the wi version 55 and assembled in line spot 04, on 17-jun-2023, with a total of (B)(4) units. Lot 3f01731 was manufactured according to the wi version 55 and assembled in line sc02, on 11-jun-2023, with a total of (B)(4) units. Review of the DHR showed that an nc 1694849 was found for several loads affected by a power outage in different phases during sterilization process (sterigenics g.p.) In the lot number 6001797 and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Final conclusion summary of complaint investigation: the investigation for this complaint was previously completed on 11-dec-2023 under child complaint investigation record (B)(4). The investigation has been revised to reflect the updated malfunction code and new reportability requirements. The original investigation remains valid and has not been modified. As part of this reassessment, an updated eqms search was performed which identified one related complaint for lot 6001797. No ncrs, capas, trends, or systemic issues were found. As required under the updated reportability criteria, a full DHR review was conducted. All in process and final inspections met specification requirements, and no deviations, rework activities, or maintenance events associated with the malfunction were identified. No visual evidence was available to support confirmation of the reported issue. No photo evidence was provided, so the assessment was based on documentation only. Based on the expanded investigation including updated eqms searches and the DHR review no manufacturing or quality issues were identified. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts) complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.